Event description:
Pt had removal of left bi-lumen silicone gel breast implant due to air lumen ruptured. Pt had previously been diagnosed with breast cancer and had mastectomies 12 + 4 years ago with breast reconstruction. The tissue from the implant capsule revealed fibrous tissue with foamy histiocytes and foreign material. Silicone implant was replaced with saline filled implant.